Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer is unable to deliver a bolus by pressing the buttons on the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The buttons on the returned device were confirmed to be working correctly. Manufacturer was able to a bolus using button presses. Manufacturer did find the battery life on the meter is shorter than expected and that time and date can be lost during battery changes due to a defective super capacitor.